Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported clinical event loss of consciousness could not be established as the product is not available for analysis. It is most probable that loss of consciousness occurred due to a patient condition, according to medical review loss of consciousness is not anticipated in the risk documentation, it can be secondary to other events, including but not limited to extreme hypotension, bradycardia, anesthetics and overdose of sedative medications. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation of clinical event loss of consciousness cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of adverse event related to patient condition has been chosen as the possible cause of the loss consciousness occurred prior to the device implant and the only symptom was that the patient had trouble breathing.

Event description:
It was reported that during an initial inflatable penile prosthesis implant surgery, the space in the fascia for the reservoir was created and the physician was preparing the cavernosum for the cylinders when the patient lost consciousness. There was no response even after first aid, so an ambulance was called and the patient was transferred to a large hospital. Additional information received indicated that when the device was about to be implanted, the patient lost consciousness so the implant surgery was stopped. The patient had trouble breathing and he did not respond when staff called his name. It was not known what caused him to lose consciousness. The patient was given a 1/2 injection of ephedrine. He was transported to the emergency room of the hospital, where he returned to a certain degree of consciousness and was able to answer questions.

Event description:
It was reported that during an initial inflatable penile prosthesis implant surgery, the space in the fascia for the reservoir was created and the physician was preparing the cavernosa for the cylinders when the patient lost consciousness. There was no response even after first aid, so an ambulance was called and the patient was transferred to a large hospital. Additional information received indicated that when the device was about to be implanted, the patient lost consciousness so the implant surgery was stopped. The patient had trouble breathing and he did not respond when staff called his name. It was not known what caused him to lose consciousness. The patient was given an injection of ephedrine. He was transported to the emergency room of the hospital, where he returned to a certain degree of consciousness and was able to answer questions.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the reported clinical event loss of consciousness and dyspnea could not be established. It is most probable that loss of consciousness and dyspnea due to a patient condition, according to medical review loss of consciousness is not anticipated in the risk documentation, it can be secondary to other events, including but not limited to extreme hypotension, bradycardia, anesthetics and overdose of sedative medications. Although the pump analysis identified a device malfunction, since the device was not implanted at the time of the event, it would not have contributed to the patient loss of consciousness and dyspnea. Device history record (DHR) review: the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. All components were tried but not used. The reservoir was visually inspected, leak tested and examined using a microscope; no visual damages were found upon inspection. The reservoir passed leak test performed. Product analysis was unable to confirm the reported events. The pump was leak tested, visually inspected and functionally tested; no visual damages were found upon inspection. The pump was functionally tested and did not pass deflation or valve deactive state testing. Product analysis concluded these deflation and valve deactive state issues could affect the functionality of device. Product analysis identified device malfunction with the returned pump. The reported allegation of clinical event loss of consciousness and dyspnea could not be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a probable cause for the event could not be established as the device was not implanted; therefore, the conclusion code of adverse event related to patient condition has been chosen as the possible cause of the loss consciousness and dyspnea occurred prior to the device implant and the only symptom was that the patient had trouble breathing.

Manufacturer narrative:
Corrected data: h6 patient codes investigation summary: based on the information available, the cause of the patient loss of consciousness observed clinically could not be established. Per medical review, it is most probable that loss of consciousness occurred due to a patient condition and is unlikely to be causally related to this device; although loss of consciousness is not anticipated in the risk documentation, it can be secondary to other events, including but not limited to: extreme hypotension, bradycardia, anesthetics, and overdose of sedative medications. This device was not returned for analysis. Device history record (DHR) review: DHR review confirmed that the device met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation of loss of consciousness cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not find any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of adverse event related to patient condition has been chosen as the possible cause of the loss of consciousness which occurred prior to the device implant.

Event description:
It was reported that during an initial inflatable penile prosthesis implant surgery, the space in the fascia for the reservoir was created and the physician was preparing the cavernosum for the cylinders when the patient lost consciousness. There was no response even after first aid, so an ambulance was called and the patient was transferred to a large hospital. Additional information received indicated that when the device was about to be implanted, the patient lost consciousness so the implant surgery was stopped. The patient had trouble breathing and he did not respond when staff called his name. It was not known what caused him to lose consciousness. The patient was given a 1/2 injection of ephedrine. He was transported to the emergency room of the hospital, where he returned to a certain degree of consciousness and was able to answer questions.

Event description:
It was reported that during an initial inflatable penile prosthesis implant surgery, the space in the fascia for the reservoir was created and the physician was preparing the cavernosum for the cylinders when the patient lost consciousness. There was no response even after first aid, so an ambulance was called and the patient was transferred to a large hospital.